Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain, redness and scabbing at the magnet site. The patient was prescribed oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the implant site. Subsequently the device was explanted on (B)(6) 2016.